Event description:
It was reported that, the patient experienced infusion set spring cannot be activated or is difficult to activate on (B)(6) 2026, patient reported insertion device would not cock into place.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.